Event description:
The customer reported a leak on their unicel dxc 800 pro synchron system. The customer noticed that the top of the sample tubes were wet during a sample run. Additionally, the system generated mc (modular chemistry) and cc (cartridge chemistry) probe obstruction errors. The leak was approximately 2 cc of diluted wash concentrate solution and was coming from the cap piercer blade wash station. No erroneous results were generated. The customer was wearing a lab coat, gloves and eye protection; the operator was not exposed to the leak.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument. The fse determined that line #118 was clogged. The fse flushed the line with bleach to remove the clog. This action resolved the leak. (B)(4).